Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced stimulation at the wrong area. Reportedly, the patient¿s leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced with a new paddle lead to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.